Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start (after ports placement) of a da vinci assisted ventral hernia surgical procedure, the 30-degree endoscope plus would not flip over. A spare endoscope was used. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed. The endoscope image was inverted. The vision orientation did not change on its own. The endoscope moved freely on its own. The system recognized the correct endoscope and the surgeon confirmed desired orientation when the endoscope was installed. The procedure was completed with another endoscope. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was tested and placed on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical/communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message. Additionally, the system or equivalent failed to communicate with the temperature sensor located on the camera module resulting in an error message. The endoscope also had a transmittance test failure. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the light emitting diode (led) windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope cable-integrated connector, the cable-integrated connector housing exhibited discoloration. The endoscope was found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was tested and placed on an in-house system for cable testing but failed due to a wpb defect. The complaint was confirmed by failure analysis.